Event description:
"It was reported that this right atrial (ra) lead exhibited noise with oversensing. Programming considerations were reviewed. This ra remains in service. No adverse patient effects were reported. Additional information received reported that this pacemaker and ra lead continued to exhibit oversensing of the larger farfield signals. The smaller p-waves were visible but not sensed due to amplitude. Cross-chamber blanking was maxed out at 85 milliseconds (msec), and was unable to address farfield signals detected prior to the r-wave. Right atrial auto-threshold (raat) test was high at times, but this may have been attributed to the oversensing interfering with detection. Technical services (ts) discussed next steps, including possible lead revision. It was noted that the ra lead was over 20 years old. This ra lead remains in service. No adverse patient effects were reported". This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).